Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, a break in the handshake connection occurred. The 3x48mm lesion was located in the severely calcified saphenous vein graft to the left anterior descending artery. The physician advanced a rotawire guide wire and a 1.5mm rotalink burr to the lesion and during ablation the "drive shaft sheath that connects to the burr broke." The physician removed the rotawire guide wire and catheter/burr from the patient. The procedure was completed with a 1.5x12mm and 2.5x15mm apex balloon and the deployment of a 2.75x24mm and 3x24mm promus element stent. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that the burr was detached from the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation: examination of the returned device revealed that the burr was detached from the catheter and was attached to the returned guide wire. The coil of the catheter was broken at the distal end. An attempt was made to remove the burr from the guide wire, but resistance was met. It was noted that the guide wire was kinked. No issues were observed to the handshake connection. A connect/disconnect test was performed on the handshake connection and no issues were noted with the connector. Microscopic examination of the burr revealed that the annulus of the burr was misshapen and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).